Event description:
The customer reported that there was no image while using the video system center. The issue occurred during preparation for use, and the diagnostic procedure (gastroscopy) was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed. The issue was due to a printed circuit board failure. Additional findings were as follows: there was no output under the serial digital interface (sdi), digital visual interface (dvi) signal, and signal output channels; the keys in the front panel had no response; the power switch was on, and the indicators in the front panel were off, and the keys had no response. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d10, h3 *unmark not returned to manufacturer* a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that due to failure of the printed circuit board, image of the serial digital interface, digital visual interface signal and s-video cable channels signal is not output. Olympus will continue to monitor field performance for this device.